Manufacturer narrative:
Per good faith effort (gfe) response, the field service technician ultimately ordered and installed the replacement liquid crystal display (lcd) tray, after which the issue was resolved. The field service technician confirmed that the screen was not dark anymore. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was dim. At this time, it is unknown whether there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the screen was dim. The investigation is ongoing.

Manufacturer narrative:
H10: updated health impact grid code. Per good faith effort (gfe) response, the field service technician confirmed that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported.